Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as very itchy and looking like poison ivy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and removal of lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.